Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event involving y-type microbore extension set - 8 inch, 2 removable clave connectors, spin collar reported that they have siting a leak at the hub and backflow in the tubing. There were patient involvement and no patient harm reported.

Manufacturer narrative:
D9 - date returned to MFR: 3/10/2026. Received one (1) used. List #206550480, y-type microbore extension set - 8 inch, 2 removable clave connectors, spin collar for inspection. As received, there was a stickdown on one (1) clave. The set was leak tested per specification and leakage was observed. The clave with a stickdown was disassembled and a bent spike and torn seal were observed. The reported complaint of leak and backflow can be confirmed. The probable cause of the bent spike is unknown and cannot be determined without the return of the used mating device. This complaint is being escalated to an ongoing corrective and preventative action (CAPA) investigation to further evaluate root cause, assess historical production risk, and implement appropriate corrective actions. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.